Manufacturer narrative:
Method: no sample received for evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The technical bulletin on latex sensitivity states: the natural rubber layer of the pump does not come into human contact. In addition, laboratory testing could not detect any extractable proteins from either the pump fluid pathway or the natural rubber component itself." Results: without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed.

Event description:
(Drug/diluent: ropivacaine 0.2%). (Procedure: nerve block-right arm). (Cathplace: neck). Patient called hotline because, she believed she was having a reaction to latex in the pump -- she had blisters, a raised red rash at the exit site of the catheter and an asthma attack earlier that day. Hotline nurse asked the patient if she was allergic to any local anesthetics and she said no, but that she was allergic to latex. Patient then asked if there was any latex in the pump and hotline nurse explained that it was a 3 layer elastomeric pump and that the middle layer was latex. Patient then stated that she has a severe allergic reaction to latex and pulled the catheter and pump out immediately. The blisters remained along with the rash, but the asthma reaction had resolved with albuterol the patient already takes. Hotline nurse advised patient to call her doctor to report the reactions she was having. Patient stated that she had spoken with the on-call doctor at dr nancy otto's office. Patient then said, she was going to report this as a consumer to the FDA, the following business day ((B)(6) 2011). Date of surgery on (B)(6) 2011. Per follow up with nurse at dr otto office, they stated that they saw the patient on wednesday, (B)(6) and the patient was fine with no persistent rash or complaints. Nurse stated that they believe the patient had contact dermatitis possibly related to the tape that was used and not a latex reaction. Date of event: (B)(6) 2011.